Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("low back pain"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("haemorrhages"), menstruation irregular ("menstrual cycle irregularities (heavy, non-existent or of abnormal duration)"), vaginal discharge ("vaginal discharge"), tachycardia ("tachycardias"), blindness ("vision loss"), arthralgia ("joint pain (in the knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), loss of consciousness ("blackouts"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decreased libido"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both gains and losses)"), vertigo ("vertigo"), migraine ("severe migraines"), amnesia ("amnesia"), paraesthesia ("tingling in the limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating") and medical device site injury ("lacerations of the uterus and fallopian tubes") and was found to have uterine leiomyoma ("uterine fibromas"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, groin pain, back pain, hypersensitivity, vaginal haemorrhage, menstruation irregular, vaginal discharge, uterine leiomyoma, tachycardia, blindness, arthralgia, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, loss of consciousness, insomnia, affective disorder, libido decreased, depression, cystitis, dermatitis, ear disorder, weight fluctuation, vertigo, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, hyperhidrosis and medical device site injury outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, blindness, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, loss of consciousness, medical device site injury, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vomiting and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("low back pain"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("haemorrhages"), menstruation irregular ("menstrual cycle irregularities (heavy, non-existent or of abnormal duration)"), vaginal discharge ("vaginal discharge"), tachycardia ("tachycardias"), blindness ("vision loss"), arthralgia ("joint pain (in the knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), loss of consciousness ("blackouts"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decreased libido"), depression ("depression"), cystitis ("cystitis"), dermatitis ("dermatitis"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both gains and losses)"), vertigo ("vertigo"), migraine ("severe migraines"), amnesia ("amnesia"), paraesthesia ("tingling in the limbs"), peripheral swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating") and medical device site injury ("lacerations of the uterus and fallopian tubes") and was found to have uterine leiomyoma ("uterine fibromas"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, groin pain, back pain, hypersensitivity, vaginal haemorrhage, menstruation irregular, vaginal discharge, uterine leiomyoma, tachycardia, blindness, arthralgia, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, loss of consciousness, insomnia, affective disorder, libido decreased, depression, cystitis, dermatitis, ear disorder, weight fluctuation, vertigo, migraine, amnesia, paraesthesia, peripheral swelling, hyperhidrosis and medical device site injury outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, blindness, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, groin pain, hyperhidrosis, hypersensitivity, insomnia, libido decreased, loss of consciousness, medical device site injury, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vomiting and weight fluctuation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.